Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, partial externalized conductors were observed on x-ray. All electrical measurements were within normal range. Physician elected to monitor the lead through merlin.net transmission. Patient's condition was good.